Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Was the re-suturing performed? When? What was the appearance of the suture during the removal procedure? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op inflamation)? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a tension-free repair of right inguinal hernia on (B)(6) 2020 due to left intraspinal anesthesia and the suture was used. It was reported that three days after surgery, the patient experienced post-op erythema and inflammation around the wound. The wound was irradiated with tdp and disinfected with 75 percent of alcohol. The suture partially was removed on the sixth day after the surgery, and the erythema inflammation were improved.

Manufacturer narrative:
Date sent to the FDA: 08/31/2020. The device history records reviewed and no issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/15/2020. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Was the re-suturing performed? When? What was the appearance of the suture during the removal procedure? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op inflammation)? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.